Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument cable broke and it stopped working. A different type of backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley. A broken piece is missing as a result of the breakage. The missing piece is approximately 0.051" x 0.169". Upon additional observation, it was found that the instrument had a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The grip cable at the distal idler pulley was also found to be frayed with the cable strands sticking out at the wrist.